Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), d9, h3, h4, h6 (update codes), h11. H11: six (06) actual devices were received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage testing under water were performed; the clear passage test failed in five (5) units. The reported condition was verified in five (5) samples only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: this event was observed between 09/24/2025 - 10/01/2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of one-link microbore catheter extension sets did not allow fluids to pass as if they were partially occluded. This was observed during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.